Event description:
It was reported that during a da vinci-assisted inguinal hernia-unilateral surgical procedure, the monopolar curved scissors tip cover accessory (tip cover) fell inside the patient and was retrieved during the procedure. No additional surgical intervention was conducted. No post-operative complications have been reported as of the date of this report. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the tip cover was disposed of and is not available for return. The tip cover fell off at the end of the procedure when removing the mcs instrument from the patient. The entire tip cover was retrieved using another instrument.

Manufacturer narrative:
Based on the claim against the product by the customer noting the tip cover fell into the patient, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the as it was disposed. Although the complaint was not confirmed by failure analysis since the referenced product was already disposed, the information gathered indicates that the device did contribute to the customer reported issue. The probable root cause of the tip cover failling into the patient during intraoperative use could not be determined based on the information provided since the tip cover was disposed and no failure analysis was performed. A review of the procedure logs confirmed the occurrence of a procedure performed on (B)(6) 2023 with system (B)(4) with logged usage of an mcs instrument with lot k12221009-0126. This complaint is considered a reportable event due to the following conclusion: it was alleged that that the tip cover fell into the patient during intraoperative. The tip cover was retrieved during the same procedure with no patient injury. The reported failure mode could likely cause or contribute to an adverse event if it were to recur as an unintended fragment falling into the patient may require surgical intervention.